Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "when the kit was opened, part of the peel-away wing was broken. The operator had to peel it manually on one side only which complicated the removal of the catheter."

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The report of a separated sheath tab was confirmed through the customer photo. The customer also returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel away sheath revealed that one side of the peel away sheath extrusion was separated adjacent to the tab. The separated tab was not returned for analysis. One side of the sheath was split completely down the extrusion. The sheath was additionally severed to observe the cross section. The sheath body length from the tabs to the distal tip measured 2 3/4", which is within the specification limits of 2 5/8-2 7/8" per peel-away product. The outer diameter of the sheath measured 0.07875" which is within the specification limits of 0.072-0.082" per the peel-away product drawing. A device history record review was performed, and potentially relevant findings were identified. A non-conformance was created for part number eb-01041-002 with batch 34c24a0279 regarding "peel-away sheath tears incorrectly". At this time, it cannot be determined if the finding is relevant to the reported event. The IFU provided with the kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. The separated tab was not returned for analysis. Based on the customer report and the sample received , manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when the kit was opened, part of the peel-away wing was broken. The operator had to peel it manually on one side only which complicated the removal of the catheter.".